Event description:
It was reported that a physician's (B)(6) handheld computer would not longer hold a charge. A replacement handheld was sent to the physician and the hp handheld has been returned to the MFR. Product analysis is currently in process and has not been completed at this time.